Manufacturer narrative:
Device was used for treatment, not diagnosis. Device not returned for manufacturer review/investigation since it is single use bandage. Device evaluation by manufacturer could therefore not be completed. This report and the information submitted under this report do not constitute an admission that the device or welly health or any of its employees caused or contributed to the event described herein or that the event as reported to welly health occurred. All welly bandages released by welly quality to date have met all test specifications, met all release requirements, and have been manufactured per the approved specification. The risk to the customer/user has been adequately minimized to acceptable levels. The bandages are considered to be safe and effective for their intended use.

Event description:
On (B)(6) 2025, this spontaneous report was received regarding a female consumer (age not provided) in association with a welly health bravery jellyfish waterproof bandage. On an unspecified date the consumer applied a welly health bravery jellyfish waterproof bandage to cover over a deep wound with stitch strips on her inner arm where her skin was thinner. She waited a day after her procedure and the area was cleaned and sterilized prior to the application of the bandage. After applying the bandage, she noticed skin irritation and burns after about three days. The consumer had someone help her remove the bandage and apply neosporin on the irritated area. She was instructed not to change the bandage as it was protecting the stitch strips and pulling the bandage off as it could pull up the stitch strips off earlier than recommended. She applied a large black band-aid over the stitch tape and irritated area where the bandage was. The consumer noted she applied another bandage from the same container on her fingers where her skin was thicker and not as sweaty without a reaction.